Event description:
New information received notes that the pulse generator had entered backup vvi mode. Programming changes were made, and the device was restored. The patient was in stable condition.

Event description:
It was reported that the patient's pulse generator was in backup vvi mode. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.